Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that the etco2 does not run when a sampling line is connected. There is no indication of pt involvement.